Manufacturer narrative:
Correction: the implant date was reported as follow, ¿it was implanted three years ago and explant date was on (B)(6) 2025."

Event description:
It was reported that the patient presented in the clinic with pain at the implanted device pocket site, with the skin over the pocket appearing red, swollen, warm to touch, and pocket erosion. The physician explanted the pacemaker due to infection. The patient remained stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.